Manufacturer narrative:
The catheter was returned for analysis. Upon receipt the tubing at the proximal edge of the distal marker band was found to be torn. The cause of the tear is currently under investigation. A supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic initially received information that a competitor coil was unable to pass the catheter hub. Upon receipt of the catheter the tubing at the proximal edge of the distal marker band was found to be torn.

Manufacturer narrative:
The catheter was reported to have been inspected prior to use and was in good condition. It was also reported that no additional shaping of the catheter tip was performed. Therefore, the root cause for the tear could not be determined and is unknown. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. In addition, these catheters are 100% inspected after manufacture tip shaping and during placement of the plastic tip protector during packaging. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.